Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon the device check after implant procedure, right ventricular (rv) lead dislodgement was observed via chest x-ray. The patient returned to the clinic to re-evaluate the lead measurements. Upon interrogation, the rv lead over-sensed the electrical activity of the atrial lead and captured the atrium instead of the rv. Low, out of range, pacing impedance was also noted. The measurements were consistent with the lead dislodgement issue. The rv lead was repositioned successfully. The patient was stable.